Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The patient's anatomy was reported to be very tortuous. Aneurysm size is unknown. The patient was brought to the operating room and prepped and draped in the usual sterile manner. The appropriate needles, guidewires, and catheters were utilized. It was reported that a sheath was not used in the insertion of the bifurcated device. The bifurcated device was inserted through the right side and deployed just distal to the orign of the left renal artery. It was reported that the device was twisted during deployment. The contralateral leg was cannulated with difficulty and required manual manipulation of the aneurysm to straighten the tortuousity. There was difficulty inserting the sheath and iliac stent graft into the contralateral limb. Once the left iliac device was positioned, it was deployed without difficulty. Arteriography revealed endoleaks from each iliac system; therefore, extension cuffs were implanted. A 24 mm diameter x 3.75 cm length aortic extender cuff was implanted on the right side and a 16 mm diameter x 11.5 cm length iliac limb was implanted on the left side. Due to manipulation during implantation of the limb on the left side, there was reported to be significant shifting of the proximal stent graft. The physician felt that the stent graft was too high, and angiography demonstrated that approximately 3/4 of the left renal artery was covered by the stent graft. A guidewire was then inserted into one femoral incision "around the horn" and out the other femoral incision. Both ends of the guidewire were grasped and pulled to pull the graft down approximately 1 cm. Final angiogram demonstrated patent renal arteries with no endoleak. Six and half weeks later, a computerized tomography scan demonstrated a large endoleak. In 2002, the physician balloon angioplastied the proximal neck of the device. A palmaz stent was inserted, but when the balloon was inflated to expand the stent, it was reported that the stent jumped proximally into the thoracic aorta. The stent was deployed in the thoracic aorta. Another stent was inserted, but when the balloon was inflated to expand the stent, it was reported that the stent jumped distally and "put the limb graft in jail." The physician decided to convert the patient to open surgical repair. No additiohal clinical sequelae were reported. It is unknown if the device was epxlanted or if the explanted stent graft will be returned to medtronic ave. Medtronic ave has received mms imaging; interpreatation and analysis is pending.